Manufacturer narrative:
This report is submitted on april 29, 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 03, 2022.

Manufacturer narrative:
Per the clinic, the device has been explanted on (B)(6) 2021. It is unknown if the patient was re-implanted with a new cochlear device as of the date of this report. This report has been submitted on august 20, 2021.

Manufacturer narrative:
This report is submitted on april 26, 2021.

Event description:
Per the clinic, the patient experienced intermittencies, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, april 26, 2021.